Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report that throughout the night of (B)(6) 2012 the patient experienced the symptoms of nausea and vomiting. The patient's bedtime blood glucose reading was 250 mg/dl. The reporter noted that the patient's blood glucose level was not checked during the night, and she was not given any insulin bolus doses. On (B)(6) 2012, the patient was taken to the physician's office, where at 9:30 am her blood glucose level was tested to be 486 mg/dl. The patient was taken to the emergency room, and admitted to the hospital's ICU, and treated intravenously with insulin. Troubleshooting revealed no issues with the infusion set or infusion site, and all pump settings, programming and date/time were correct. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia after she was not given any bolus doses during the nighttime, and received emergency medical attention and treatment, and hospitalization. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.